Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not used the device for 6 years after losing the ap. He was unable to afford a replacement. Via public funding he would be able to get a new processor. Next steps include performing integrity test _ awaiting internal device report.